Event description:
The patient reported therapy was turning: off by itself, the patient indicated that it occurring intermittently. The patient reported patient programmer (pp) somehow keeps turning implant off. Patient stated implant was not on because she has incontinence. Patient stated she met with manufacturer rep in june and was told everything was good except that they had to program some of her leads and for more settings but was not sure why it kept going off. Patient stated she has another pp from her old interstim and asked them to program her settings on the new one but they did not know how to do that. Patient stated she saw hcp and hcp said to call manufacturer for replacement pp. Patient stated she has been in and out of target security gates and activities/emi that could be related to issue. The patient did not have a cycling programmed. Patient stated she has cycling on her old implant but not this new one. During these events, patient confirmed ins status with pp correctly that stimulation was turning itself off when it should be on. It was later clarified on (B)(6) 2016 that representative was notified on (B)(6) by the provider. After interrogation with clinical programmer, the representative determined that the implantable neurostimulator (ins) has been on for 89 of the past 90 days. They did education and she may be turning it off on her own. Her description of "the battery going on and off" was based on her "not feeling it". They set her up to check the ins daily with her programmer and complete an on/off diary and will revisit after 30 days. The indications for use for this patient were fecal incontinence/ gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported that a manufacturer representative was present to address the patient's concerns and to troubleshoot. It appeared the implantable neurostimulator (ins) had been on and functioning 98 percent of the time. The patient was to keep a 30-day diary and follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.